Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2021-250114 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm was showing 64 mg/dl. The patient was feeling dizzy and fatigue. The bg was 1084 mg/dl. The patient did not self-treat and waited for his blood sugar to go back to a normal range. There was no report of any medical intervention having been required. No additional patient or event information is available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.